Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. An uncalibrated downstream occlusion (dso) sensor was found to be the issue. The dso sensor was calibrated to fix the issue.

Event description:
It was reported that the pump indicated occlusion. There was no patient involvement.